Event description:
It was reported that the customer was hospitalized on (B)(6) 2021 due to a blood glucose level of approximately 700 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2021 and sustained no permanent damage. Customer alleged that pump settings malfunctioned, but declined to troubleshoot or provide additional information. Reportedly customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The pump logs were reviewed by tandem quality engineer for on (B)(6) 021: at 10:45:52 am, the screen was successfully unlocked. At 10:46:51 am, the user changed the pump settings (basal rate, correction factor, carb ratio, and target bg). There was no data error alert or pump history malfunction observed in the logs. Therefore, the complaint could not be confirmed. There is no evidence the pump experienced a malfunction or a failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2021 due to a blood glucose level of approximately 700 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2021 and sustained no permanent damage. Reportedly, the pump did not perform as intended and the customer declined to troubleshoot or provide additional information.